Event description:
It was reported via repair work order that the siderail extension cables were damaged with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footboard was intermittent due to damaged cables with bare wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the footboard function was intermittent due to damaged cables with bare wires. Follow-up submitted as further investigation determined it was the siderail extension cables that were damaged with exposed wires and the footboard did not malfunction.